Event description:
It was reported that patient was presented in the operating room for a crt-d upgrade and lead revision due to an intermittent hv lead impedance and poor sensing. All other electrical parameters were stable. Lead was capped and replaced. Patient condition is good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.